Manufacturer narrative:
Plant investigation: the sample was not returned for evaluation and no meaningful pictures were provided. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A failure during the manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line. The reported failure could have been caused by improper handling during logistics/shipping. A review of the device history records (DHR) was performed, and all products were found to be conforming to specification. The review did not reveal an indication for any relationship with the reported failure mode. Upon completion of the investigation, the cause for the reported leak was traced to a transport/storage problem.

Event description:
A foreign user facility reported that a dialyzer blood leak occurred approximately five minutes into a patient's hemodialysis (hd) treatment. The blood leak originated from an unspecified patient connection, and the machine (unknown manufacturer) failed to trigger a blood leak alarm. Following the event, the patient was disconnected and moved to another machine. The patient¿s estimated blood loss (ebl) was 50 ml or less. There was no indication of any serious patient injury or harm due to the reported event. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: b5, h6 (device component code).

Event description:
Additional clarification was provided regarding the location of the reported blood leak on the device. The blood leak reportedly originated from the blood port, and it was said to be external.